Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific info was not provided, precluding a device history record.

Event description:
Revision of shoulder components due to rotator cuff deficiency. Surgeon stated that the devices were definitely not related to the revision. This event was reported through clinical data collection activities.